Manufacturer narrative:
The complaint investigation for falsely elevated architect intact pth results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records and historical performance of reagent lot 01320h000. Return testing was not completed as returns were not available. Trending review did not identify any trends for the product for the complaint issue. Device history record review on lot 01320h000 did not show any potential non-conformances, or deviations. Historical performance of reagent lot 01320h000 was evaluated using worldwide data for the routine assay. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 01320h000 was within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 01320h000. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect intact pth assay, lot number 01320h000 was identified. This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8k25-77 that has a similar product distributed in the us, list number 8k25-27/-29.

Event description:
The customer observed a falsely elevated architect intact pth result for a (B)(6) year old female patient with a diagnosis of renal insufficiency, uremia, renal anemia, and renal hypertension. The patient underwent hemodialysis three times daily from (B)(6) 2021. The following data was provided (reference range: 15.00 to 68.30 pg/ml): (B)(6) 2021 initial result was 1032.10 pg/ml, repeat on (B)(6) 2021 was 572.80 pg/ml no impact to patient management was reported.